Event description:
Inferior side of three-level blue ridge plate and screws lifted up at c7 approximately six months post-operatively. One of the silicone nitride interbody cages had also begun to back-out and the entire construct was revised.

Manufacturer narrative:
The representative has indicated that the surgeon acknowledged that he probably did not bend the plate enough initially, thereby leaving insufficient lordosis, causing the ultimate loosening of the construct at c7. It is worth noting that the plate lifted up with all of the screws fully locked in place. One x-ray has been provided however, additional views and various time-points are still outstanding. The explants have also not yet been made available. The case will continue to be monitored and the data on this product monitored and trended for similar issues.